Event description:
(B)(4). Started out with increased depression (including suicide attempt), weight gain that made the depression worse. I lost my job because of the depression and lost confidence in my ability to do my job. I am now on disability. In 2013, I began having episodes of severe abdominal pain and the doctors did not know why. The episodes started getting more frequent until the pain would not go away. By the time (B)(6) 2013, I could not leave the house because of the pain, I couldn't eat (I lost 20 pounds in a month) couldn't sleep and had no kind of life. Nothing helped the pain not even morphine or vicodin. My life was full of nothing but severe pain and doctors visits. The doctors did not know what was going on, so my only option was a hysterectomy which I had (B)(6) 2013. My life changed that day. I had no more pain, my attitude changed, I felt like I had a new lease on life. I continued to lose weight and have lost a total of 80 lbs and have kept it off.